Manufacturer narrative:
Article citation: hsu, l. Tsu, ky. Turner, j. Vargas, c et al. Breast implant-associated alcl (bia-alcl). Experience at douglass hanly moir pathology. Pathology. 2023; 55(s1). Article citation: hsu, l. Tsu, ky. Turner, j. Vargas, c et al. Lymphoma involvement of the breast. Experience at douglass hanly moir pathology. Pathology. 2023; 55(s1). The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Through journal article ¿breast implant-associated alcl experience at douglass hanly moir pathology¿ 16 cases of bia-alcl with patients age ranging from 28-59 were reported. Pathological marker cd30+ has been received. Pathological marker alk- has not been received. An additional journal article ¿lymphoma involvement of the breast at douglass hanly moir pathology¿ which included these 16 patients as well as others reported "b-cell lymphoma, follicular lymphoma and marginal zone lymphoma" which were determined to be not device-related. Affected side is unknown. The status of the devices is unknown. The manufacturer of the devices are unknown.